Event description:
It was reported that they were getting a tube needs zeroing error, resulting in the patient having to have one exposure repeated. The tube was zeroed and once this was done the unit is working as intended.